Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition and being monitored.